Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the patient experienced a fall about a month prior to the date of this report. Afterwards, they lost stimulation coverage on their left side. The patient was only able to get stimulation on their right side. The manufacturer representative was not able to interrogate the patient¿s implantable neurostimulator (ins) prior to getting the device replaced on (B)(6) 2017. It was noted that the patient¿s ins had never been in an overdischarged state. No further complications were reported or anticipated. Indication for use is other chronic/intractable pain (trunk/limbs).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient had a revision surgery on (B)(6) 2017 where they had their leads replaced. The manufacturer representative stated that the patient was doing excellent now. No further complications were reported or anticipated.